Event description:
It was reported that the clamp on the catheter extension broke. The catheter remains in the pt and is now used with an external clamp. The broken clamp was discarded.

Manufacturer narrative:
Record review 100-a review of the manufacturing records indicated that all device specs and quality requirements were satisfied. Without examinatin of the device involved in the event, we are unable to determine the cause or factors which contributed to this event.